Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent difficulty charging the pump with the usb cable. Reportedly, the customer was able to successfully charge the pump with an alternate cable. There was no impact to the customer's blood glucose level.